Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent laparoscopic repair of hiatal hernia and laparoscopic sleeve gastrectomy on or around (B)(6) 2019. The patient experienced medical complications post op. Including pain and nausea.